Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error during manual prime, when trying to change out infusion set and filling tubing. Not able to finish troubleshooting as per insulin pump was off, battery cap was damage and notices chipping around the edges of both the battery cap and compartment. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm and no blank display anomaly during test noted. Motor passed motor test. Device received with cracked battery tube threads and stripped battery cap(p) coin slot . The p-cap locks into the reservoir compartment properly noted. (B)(4).